Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: oophorocystectomy. According to the reporter: during use the black outer canula part to cover the electrode was broken.